Event description:
The technician reported the both head side rails are hanging from the slide bracket screws and will not raise to latch. The bed is located in the repair room at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found both head side rails slide brackets, extensions and wire covers are broken. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Check the side rail and ensure that it latches properly. Adjust if necessary. The technician replaced the both head side rail slide bracket screws, extensions and wire covers to resolve the issue. Based on this info, no further action is required.